Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that were over 500 mg/dl with high ketones and went to the ER; cause was unknown. Customer addressed bg levels by delivering correction boluses. Reportedly, the customer had manual injections as alternate insulin therapy.